Event description:
Display is not working as designed. Patient states that when they push the slide upwards the "hundreds digit" is not displayed. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.